Event description:
A health care professional reported that during the phacoemulsification with intraocular lens (iol) implantation procedure the iol was pinched in the tunnel incision and burst in the lateral part of the iol body. At the same time, the width of the incision (2.4 mm) corresponded to the width of the cartridge. Given this situation, the surgeon decided to stop further implantation and remove the iol from the tunnel incision. The lens had been removed from the eye, another lens was implanted. Post the initial surgery the patient does not complain, objectively the eye was calm, visual acuity was 1.0, the cornea was transparent, the anterior chamber was of medium depth, the iol in the capsule bag was transparent. The reflex from the fundus was pink.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo provided shows an iol on a lens case base. There appears to be significant damage to the iol. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwtt3-t6) (that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.